Event description:
New information received indicates that the ra impedances again exceeded 2,000 ohms. Troubleshooting was performed and high impedances were observed during isometrics in the bipolar configuration. The device was reprogrammed to unipolar pacing and bipolar sensing. The patient will be monitored remotely through the latitude system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range impedance measurements on a competitor¿s right atrial (ra) lead. There was also evidence of oversensed ra noise resulting in inappropriate atrial tachy response (atr) and sudden brady response (sbr) episodes. Boston scientific technical services (ts) suspects that the ra lead is malfunctioning and recommended intervention. At the last follow up visit, there was no further evidence of noise. The device was reprogrammed back to biopolar. The patient is not pacemaker dependent and there were no adverse patient effects were reported. The device remains in service and the patient will be monitored.